Manufacturer narrative:
A ge representative evaluated the system and found a connector needed to be replaced. The connector was placed on order. It is anticipated that after the connector is replaced, the system will operate as intended.

Event description:
The customer reported that when adjusting the height of the c during fluoro, the system displayed a generator error. No patient injury was reported.